Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection with the naked eye and microscopic inspection identified punctured cassette sheeting. Underwater leak, clear passage, clamp function, and device-device interaction (sample was used with an amia machine) testing were performed. Device-device interaction testing identified a failed cassette. Underwater leak testing identified a leak from the punctured cassette sheeting. The punctured sheeting was then replaced, and the device then ran on the amia machine with no issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The leak was due to the punctured cassette sheeting; however, the cause of the punctured cassette sheeting was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Duration evaluation of a returned amia automated peritoneal dialysis set with cassette, a leak from punctured cassette sheeting was identified. There was no patient involvement. No additional information is available.